Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation was confirmed. A puncture hole was noted in the silicone insulation just distal to the fluoro marker. The puncture hole appeared to be protruded toward the terminal of the lead which may suggest damage most likely from back-loading of the guidewire. The punctured insulation was confirmed by observation of insulation damage consistent with wire escaped the lumen.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the left ventricular (lv) lead was not implanted successfully as the guide wire protruded out the insulation of the lead at the point of the curve end. Additional information from the representative indicated that the conductor was exposed due to insulation damage. There were no other clinical observations observed as the lead was never placed inside the body. The lead will be returned. This lead was never in service. No adverse patient effects were reported.